Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia, it was reported that on 09-jun-2024 one infusion set was leaking at site the infusion set is use for 1 day. The blood glucose level was reported at the time of incident is 350 mg/dl and at the time of call it is 218 mg/dl. No further information available.